Manufacturer narrative:
Patient information is unknown. Date of event is unknown. Additional classification code: kwo. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon inspection of the two instruments it was noted that the depth gauge for 2.0mm and 2.4mm screws and two stardrive screwdriver shaft t8105mm were damaged. The depth gauge probe was broken off and missing. The screwdriver's star ¿prongs¿ were warped out of normal manufactured shape. As per the sales consultant (sc) the issue was noted postoperatively after the instruments went through wash cycle and there was no patient involvement. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for 314.467, synthes lot # 7154817: release to warehouse date: 02-apr-2013, expiration date: na, manufactured by: (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Corrected data: date received by manufacturer was reported as aug 6, 2017 on medwatch report mw457373. The correct date should have been sept 6, 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was performed. The devices were returned and the complaint conditions were able to be confirmed in each instance. The returned screwdrivers were examined and the complaint condition was able to be confirmed in each instance as the tips of the drivers were found to be worn with deformed distal lobes and twisted tips. No definitive root cause was able to be determined however the failure modes are typically associated with wear and tear and/or rough handling (device mfg jul-2010 and apr-2013). Complaint condition was unable to be replicated due to post-manufacturing damage. T8 stardrive screwdriver shaft (314.467 lots 6371362 and 7154817): the t8 stardrive screwdriver shaft (314.467) is a common trauma instrument, noted in 30 system technique guides including: 2.4mm va lcp distal radius, compact distal radius and modular clavicle plate. In each instance, the instrument is utilized for screw insertion/removal. Relevant drawings for the returned instruments were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No dimensional analysis was able to be performed at the distal tips due to post-manufacturing damage. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint conditions. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.